Event description:
After an implantation period of approx. 27 months, ventricular oversensing was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis found multiple signs of abrasion along the lead body. Especially 30.5 cm distal of the df-1 connector pin, the insulation was found to be frayed. This damage is with high probability the cause of the oversensing complained about. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.